Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced lip drooping. There was no plan for further intervention, and the patient would not return to see their surgeon and the cardiologist. The patient reported that they had too much going on to deal with the event at this time and was ok with allowing more time to continue to see if the lip droop resolved.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11.cvrx ID# (B)(4).

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was not stated by the physician. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced lip drooping and as of (B)(6) 2026, the symptom was still ongoing.